Event description:
Whilst dr was cementing the triathlon implants in, he used a 5/11 tibial trial insert ( ref: (B)(4)) to pressurise the cement. The insert broke whilst he was putting it in, leaving a piece of plastic in the knee. This was seen and removed. A 5/9 tibial insert was used to trial and a 5/9 tibial bearing was inserted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported event was confirmed. A portion of the distal rails of the triathlon cr trial fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported device is under the scope of nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
Whilst dr was cementing the triathlon implants in, he used a 5/11 tibial trial insert (ref: 5530-t-511) to pressurise the cement. The insert broke whilst he was putting it in, leaving a piece of plastic in the knee. This was seen and removed. A 5/9 tibial insert was used to trial and a 5/9 tibial bearing was inserted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.